Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose and the insulin pump drive support cap is sticking out and is alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion test due to alarm. The insulin pump received with missing end cap sticker.